Event description:
In (B)(6) 2019 I had a bi-lateral explant and capsulectomy. Both implants had ruptured and leaked. My breasts were given fat grafts to rebuild them. In (B)(6) 2020, a mass about the size of a plum near my armpit was excised and found to be a wad of silicone that was moving toward lymph nodes. Last may I began to have ra type symptoms. I have bi-lateral joint issues in both hands - swollen tendons and joints. It has begun to alter my ability to use my hands. Loss of joint flexion in my rh. Multiple trigger fingers. I've had a myriad of blood tests - various igg tests, lupus, ra factor, inflammatory markers - all have come back normal. Two physicians have suggested I find a specialist for the breast implant induced diseases. FDA safety report ID # (B)(4).